Event description:
During variax dr surgery, when the surgeon tried to lock the locking screw, the tip of the driver broke. The broken part of the driver remained in the screw head.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade was deformed could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The tip deformation were caused by the action of high torsional forces. The visual examination revealed that the tip of the returned screwdriver blade was plastically deformed under high loads. The direction of the plastic deformations of the flanks of the tip area points to the influence of too high torsional forces in turn in direction. Also the area of the edges of the blade tip show plastic deformations. Furthermore a pressure mark at the slot area of the blade is visible indicating high bending forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During variax dr surgery, when the surgeon tried to lock the locking screw, the tip of the driver broke. The broken part of the driver remained in the screw head.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.